Manufacturer narrative:
The information provided in this report was based on information givenby the dentist in neodent¿s products warranty form. The originalcomplaint was received by the subsidiary and did not arrive in themanufacturer yet. When this happens, a new evaluation of the complaintwill be carried out and, if necessary, a follow-up report will be send.

Event description:
(B)(4)- the dentist reported that 6 months and 19 days after the dental implant was installed in intraoral region 23#, its non- osseointegration was observed. Moreover, bone graft was placed and bone resorption has occurred.